Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. On this day, the patient started a regimen of two strong antibiotics; triclocyclin and metronidazole. Patient's therapeutic range is (2-3).